Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary (photo): the product was not returned to medtech orthopedics; however, photos were provided for review. The photo investigation revealed that ¿259807570, retaining stem inserter¿ has debris around the device. The observed condition of the device was consistent with maintenance that may have been caused due to improper cleaning and sterilization. For the other reported event, the reported condition cannot be confirmed as the provided evidence was not sufficient to confirm the reported event of corrosion/rusting/pitting. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the retaining stem inserter would contribute to the complained device issue. Based on the investigation findings, retaining stem inserter has debris because of maintenance, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. ------------------------------------------------- returned device investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the retaining stem inserter presents signs of orange stains that appears to be corrosion and a slight deformation at one of the insertion holes of the inserter body. Additionally the device presents signs of multiple use for a long period of time. Where corrosion patterns were observed, condition suggests that the passive layer of the metal has been worn down from repeated use (due to normal use damage and repeated cleaning sterilizations) allowing for the metallic surface underneath to become susceptible to corrosion/oxidation. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The observed bent condition can be attributed to a combination of heavy use and exposure to unintended forces, such as overtightening the device while assembling or by assembling the device in a misaligned position. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the retaining stem inserter would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that six instruments for impaction of the corail stem had problems with dirt, looked like rust. It is on the inside of the instrument where it inserts a threaded pin. They have cleaned it in the sterile department with etanol 70 % and tops. But was similar after next time they used it. Getinge 46 series washes with getinge enzymatic detergent and getinge clean rinse aid. There was no patient problem and no delayed surgery. Issue was observed during routine cleaning and inspection.